Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's ipg was inoperable. As a result surgical intervention was undertaken during which the ipg was explanted and replaced. Surgical intervention addressed the issue.